Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer failed. The field service engineer found that drawer 11 was unplugged from the control board. The fse shut down the station and plugged it back in. Then the customer was then able to open the drawer multiple times without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medflex 2000 experienced a problem where matrix drawer 11 failed to open during the medication retrieval. This hindered users from accessing the medication, and there was no delay or harm. There were no adverse events or injuries reported based on this incident.